Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018 . Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/21/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 139. Artisyn y-shaped mesh ¿ 3. Artisyn y-shaped mesh unknown product ¿ 1. Gynecare gynemesh ¿ 32. Gynecare gynemesh* ps ¿ 103.

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and gynemesh was implanted concurrently with total vaginal hysterectomy and bilateral slf. It was reported that following insertion the patient experienced erosion and voiding dysfunction. It was reported that the patient underwent sling excision/excision/revision, excision of anterior vaginal wall mesh, excision of granulation tissue and ethibond sutures on (B)(6) 2016 by (B)(6) md. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2016 through november 30, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.